Event description:
Nurse contacted technical solutions to report a pump explant. Nurse initially reported that the patient was myelopathic, and due to the patient's regime of medication, the physicians cannot confirm what is causing the issues. Technical solutions assisted the nurse in turning the pump off. The physicians decided to put saline in the pump and ween the patient off of the medication under observation. No further issues were reported with the patient after the pump was filled with saline. The physician does not know what caused the issue. The patient's pump was explanted and no specific issues were noted with the pump at the explant surgery. Nurse believed that the pump was discarded.

Manufacturer narrative:
Pending follow up information regarding patient symptoms. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. Physician does not know what caused this issue. As the device was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional information clarifying the patient's symptoms was not available. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: complaint (B)(4).